Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m53x9c. Additional information requested and received: when the knife moved a bit and stopped with the first ple60a, was any portion of the target tissue stapled or cut? No. It was reported that the stomach that is going to be excised looked abnormal. Can you please clarify what this means and if there was any tissue damage? The surgeon said that the tissue was damaged and the staple line looked unevenly. What were the product codes of the cartridges (gst60t, ecr60d, etc.)? Ecr60d. Was buttressing material utilized? No. The analysis found that one ple60a device (a) was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra-operative photos were received. Four pictures were provided. Two pictures show the tissue with no clear view of the staples. Another picture shows a screen shot of the tissue. The cut line and staple line appear to be completed; the distal part of the device can be seen at the right side of the picture. The last picture shows the tissue with several unformed staples at the right side. Based on the pictures alone, no conclusion could be reach as to how the reported event occurred, please refer to the analysis conclusion of the device for more information.

Event description:
It was reported that during a lap sleeve gastrectomy procedure, the surgeon used powered echelon for the creation of the sleeve. After placing the gun on the stomach and closing the jaws, the surgeon released the red firing trigger lock to start the firing sequence. When pushed the firing trigger, the knife moved a bit and stopped. The surgeon pushed the reverse button, opened the jaws and replaced a gun. With the second gun the surgeon successfully fired two reloads (green and gold). On the third fire (blue reload) after the firing sequence, the surgeon opened the jaws and noticed that the staples on the sleeve side were closed but on the other side of the stomach (the part that is going to be removed) didn't close to b-shape as expected (you can see it on the attached pictures). On the next fire with a blue reload, the staples were closed but the tissue on the side of the stomach that is going to be excised looked abnormal. The surgeon replaced the gun with a new one and finished the procedure successfully. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.